Manufacturer narrative:
This report was prepared by c yalamanchili. This is a malfunction that has been reported to fisher and paykel healthcare by a distributor. The product is not sold in the USA but it is similar to a product which is sold in the USA. Method: the returned device was visually inspected. Results: our records indicate that this is the only complaint of this nature received for the given lot number. We confirm that the pressure line tube was missing from the returned package. The pressure line tube was missed during the packing process. We have an open CAPA item to address issues regarding missing components. Conclusions: the product was out of specification. We are aware of other complaints regarding missing components. The occurrence rate is approx 0.03% worldwide for the past year.

Event description:
A hospital in another country reported to our distributor that the pressure line tube was missing from an rt116 adult anaesthesia circuit. This was discovered by the hospital staff upon opening the package. There was no pt involvement.